Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. Updated: (B)(6) 2011 - litigation papers received. Reopened complaint to make products reportable.

Manufacturer narrative:
Updated: (B)(6) 2011 - litigation papers received. Reopened complaint to make products reportable. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for femoral head and screw part and lot number combinations; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 5 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. A follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.